Event description:
Event was reported to (B)(4) by an attorney. The patient experienced bladder spasms, rushing to restroom, severe pain in abdomen and pelvic area, urination stream lessened, pain and bleeding during intercourse, and weakened vaginal wall. No further information has been provided.